Manufacturer narrative:
Philips service replugged the optical fiber and recalibrated the system, restoring its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system failed to expose x-ray due to an fdc communication issue on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.